Manufacturer narrative:
The reported event could not be confirmed, based on available CT scans and hcp assessment. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. Upon review of available CT scans, hcp opined that - "full tar (construct): status after triple arthrodesis of the hindfoot. Moderate cyst formation around talar and tibial components. No sure sign of loosening and/or migration. Failure of total ankle replacement (tar) over time is a known complication. In case of a planned revision procedure a medical opinion aiming to determine the root cause of the failure is part of the internal investigation process. Sufficient (radiological and clinical) information must be provided to enable a meaningful clinical assessment and to identify possible causes of failure. In case where a CT scan is the only available clinical source, this assessment is limited. No conclusive statement can be provided, because key clinical information (e.g. Clinical status, exact symptoms and range of motion of the patient, assessment of the treating physician) is missing. The root causes of radiographic findings such as radiolucent areas and bone cysts are often complex and multifactorial and cannot be determined scientifically without this decisive evidence. Due to these limitations, we are unable in such cases to provide statements about the patient, the procedure and/or the device in relation to cause of the failure." Failure is most likely caused by formation of cysts. However, more detailed information about the complaint event, patient condition and affected device must be available in order to determine the root cause of the complaint event. If device is returned or any further information is provided, the investigation report will be reassessed.

Event description:
The digital stryker prophecy team received a CT scan indicating that the patient's talar component is subsiding. The patient is experiencing crippling pain to the ankle. The patient may require a inbone system. The physician got an MRI also where it shows the fibula is lighting up due to stress loading forces.

Manufacturer narrative:
The device is not available for evaluation as it remains implanted in the patient. A review of the device history is not possible because the lot number was not communicated. If additional information becomes available, it will be provided on a supplemental report. H3 other text : device remains implanted in patient.

Event description:
The digital stryker prophecy team received a CT scan indicating that the patient's talar component is subsiding. The patient is experiencing crippling pain to the ankle. The patient may require a inbone system. The physician got an MRI also where it shows the fibula is lighting up due to stress loading forces.